Manufacturer narrative:
The customer contacted the siemens customer call center (ccc) to report the event. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse replaced the sample mixer assembly, performed an automatic alignment procedure and ran a quick check. The customer ran quality control materials. The cause of the discordant falsely low glucose test result was the sample mixer assembly. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) test result was obtained on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument and the test result was not reported to the physician(s). The same sample was run on an alternate dimension vista 500 instrument and this test result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose (glu) test result.